Event description:
The customer's mother reported on (B)(6) 2013 her son's blood glucose was reading 440 mg/dl before going to school. Once he go to school his bg reached "high" (>500 mg/dl) and decided to remove the pd. She also stated the cannula was a "little" bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.